Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing and changes in morphology measurements. The smart pass feature was also disabled. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.